Event description:
Doctor was using cautery on patient and tip of cautery pencil broke and fell into patient surgical field then broken piece retrived. No patient harm.======================manufacturer response for cautery hand piece (hand-trol), hand-trol (per site reporter).======================sales rep to investigate.